Manufacturer narrative:
D9: product received date 2/14/2025. H3: one device was returned for repair with complaint that the device failed the accuracy test at +7.15%. No service history found. No error codes found in event log. Visual and functional testing was performed. Could not confirm complaint with accuracy testing. The recorded results were within accuracy range. Upon further investigation, found that the downstream occlusion (dso) seal was delaminated. Replaced dso seal. Updated software. Device passed testing post repair.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test at +7.15%. There was no patient involvement, and no patient harm/adverse event reported.